Manufacturer narrative:
This report is submitted on 11 december 2019.

Event description:
Per the clinic, the patient experienced a skin infection at external processor site, subsequently the patient was treated with medication (type and duration not reported).